Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with moderate tortuosity, no calcification and 90% stenosis. After pre-dilatation with a non-abbott balloon catheter, the promus stent was advanced to the lesion. There was no resistance reported during advancement. The stent delivery system (sds) balloon was inflated to 8 atmospheres (atm), then it was noted on the gauge of the inflation device that the pressure had dropped. Pressure was again applied to the sds balloon at 8 atm, and the gauge of the inflation device dropped again. The stent of the device was able to be deployed and was post-dilated with an nc trek balloon. After the procedure, the balloon of the sds was inflated outside the patient's anatomy, and it was noted that contrast media was leaking from a pinhole. The physician suspected that the pinhole existed prior to this procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.